Event description:
It was reported that the user experienced prolonged hyperglycemia with blood glucose peaking at 560 mg/dl and remaining out of range for approximately 12 hours. The user disconnected from the system and was instructed to administer 7 units of rapid-acting insulin and 28 units of long-acting insulin, after which ilet therapy was resumed following guided setup. No clinical symptoms were reported. The outcome included no need for outside assistance and no medical intervention beyond the subcutaneous insulin administration. The investigation included complaint handling review, user troubleshooting, and education. The investigation revealed no device malfunction, and the event was characterized as hyperglycemia of unclear cause while off pump therapy. Based on previously established findings for similar reports, it was concluded that the cause was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.